Manufacturer narrative:
Combination product? Corrected. Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to pain. The patient was fully recovered following the surgery.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to pain. The patient was fully recovered following the surgery.